Event description:
Allegedly, the doctor was performing a turp when the loop on the electrode broke off and fell into the patient. The loop was retrieved and the procedure completed. There was no injury to the patient; patient condition post-op was good.

Manufacturer narrative:
We cannot confirm, but think it is possible the electrode was used without being activated causing mechanical damage.